Event description:
Allegedly leg is twisting (rotating) out of place. Patient is manually slipping this back. Pt¿s bones are soft ¿ has had issue previously with rods.

Manufacturer narrative:
Investigation is not complete. Add¿l info has been requested from the surgeon. To date, pt has not been revised. This report will be amended when the investigation is complete.